Event description:
It was reported that adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, the patient experienced an applicator deployment issue with three consecutive continuous glucose monitoring (cgm) sensors from the same package. During the first insertion attempt, the applicator button would not depress, and the patient reported the same issue with two additional sensors. As a result, she was unable to apply a sensor and had no replacements available. The patient stated she could not monitor her blood glucose without the cgm, which ultimately led to hospitalization for diabetes management. The patient was unable to recall the exact duration without a sensor. Later that afternoon, at approximately 4:00 pm, she began feeling nauseous and feverish. Concerned for her health, she called 911. At that time, no blood glucose test had been performed, and no treatment was initiated prior to ems arrival. Emergency medical services recorded a blood glucose level of 47 mg/dl, administered oral glucose gel, and transported the patient to the hospital emergency department (ed). Upon arrival at the ed, a blood glucose measurement confirmed hypoglycemia, though the patient could not recall the exact value. She received IV fluids, IV glucose, and oral zofran (dosage unspecified) and was admitted for inpatient diabetes care. At the time of reporting, the patient remained hospitalized with ongoing nausea and no confirmed discharge date. She consented to have technical support arrange a callback. Multiple attempts to contact the reporter were made, but no additional details were obtained. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 01/13/2026. No data was found in the cloud for the reported event date and therefore no conclusion can be drawn. An analysis of the data logs was performed for the time in question. The logs indicated that a sensor session, with tx serial number (B)(6), ended on (B)(6) 2025 at 5:32 am and no new session was started until (B)(6) 2026 at 12:51 pm. The probable cause could not be determined. No additional patient or event information is available.